Manufacturer narrative:
This device is not sold in the us, but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the insertion tube non-bending section had the coating peeling off greater than 1x1 mm2. There was also a split noted along the insertion tube coating. Other observations are: light transmission failure with broken fibers evident; optical cover glass adhesive worn; distal end adhesive lifting; insertion tube leaking; plug body probe unit loose; down angle not to specification; and wrinkles on insertion tube. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for repair for insertion tube coming apart. The issue occurred during reprocessing and was not used in any procedure in that state. There is no patient involvement. Upon inspection of the returned device, it was noted that the insertion tube non-bending section had the coating peeling off greater than 1x1 square millimeters. There was also a split noted along the insertion tube coating. This medwatch is being submitted for the reportable issues of the insertion tube coating peeling off greater than 1x1 mm2 and the split observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, chemical stress may have contributed to occurrence of the suggested event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.